Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the distal electrode, the helix was distorted/bent, there was a cosmetic depression on the outer insulation, the outer insulation had environmental stress cracking (esc), and there was apparent explant damage. Concomitant products: 5076 implantable pacing lead, (B)(6) 2009; 305c25 tissue valve, (B)(6) 2010. (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead was non-functioning with atrial-ventricular dyssynchrony, and did not capture or sense. The lead was explanted and replaced. No patient complications have been reported as a result of this event.